Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems: dorsal and peripheral. This report is in reference to the patient's dorsal system. It was reported the patient experienced stimulation at the ipg pocket site when stimulation was turned on. However, when the stimulation was turned off, the issue stopped. In addition, the patient had not used or recharged the ipg in approximately 2 years due to the issue. As such, the device was explanted and replaced on (B)(6) 2018 (reference MFR. Report#: 306705816-2018-01621).

Event description:
Follow-up information revealed effective therapy was restored postoperatively.